Event description:
On (B)(4) 2014, leica biosystems received a complaint regarding sub-optimal tissue processing, using peloris ii tissue processor. The leica field support scientist (fss) made two (2) separate attempts on (B)(6) 2014 to confirm the status of the tissue and/or whether re-biopsy of patient(s) is required. On (B)(4) 2014, the fss received information from the laboratory indicating that re-biopsy for a number of cases is required. The number of re-biopsy required including the patient identifier, age and gender has been sought by leica biosystems.